Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that the patient was admitted to the hospital for gastrointestinal bleed (gib). The onset date was (B)(6) 2017 and the resolution date was (B)(6) 2017. No further information has been provided. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received: it was further reported that the patient phoned the ventricular assist device (vad) coordinator on (B)(6) 2017 with complaints of dizziness, and denied any bleeding in stool or nose. Hemoglobin (hgb) was 9.0 g/dl, hematocrit (hct) 27.2%, platelet count (plt) 159 k/mcl, prothrombin time (pt)/ international normalized ratio (inr) 18.8/1.9 seconds. On (B)(6) 2017 the patient was positive for occult blood in the stool. The patient presented to emergency room (ER) on (B)(6) 2017 where hgb was found to be 8.6. The patient received two units of packed red blood cells (prbc). The patient was on coumadin and aspirin at the time of the event. Aspirin was discontinued on admission. While the patient was in the ER waiting room waiting to be seen for the gi bleed, they bent over at a drinking fountain and had a sudden onset of dizziness and implantable cardioverter defibrillator (ICD) shocks. The patient recalls two or three shocks before losing consciousness. Patient was found to be in ventricular fibrillation (vf) and was externally defibrillated out. Low flows alarms had occurred over the past couple of days. Interrogation revealed anti-tachycardia pacing (atp) was delivered. Ventricular tachycardia (vt) degenerated to vf. The device was not able to successfully convert vf and external defibrillation was required. A suction event was suspected. It was noted that the patient's underlying rhythm was atrial fibrillation. The patient was started on antiarrhythmic medication. The existing single coil lead was positioned in a poor location high in the septum and on (B)(6) 2017 it was extracted and a dual coil lead was implanted apically. The patient was discharged on (B)(6) 2017 with hgb of 9.4 g/dl and pt/inr 17.6/1.7. Hgb remained stable. Coumadin was continued but no aspirin. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.